Event description:
It was reported the patient underwent an initial right total hip arthroplasty with fixation of a greater trochanter fracture. Subsequently, the patient sustained a minor twisting injury resulting in a spiral fracture at the distal femoral stem and underwent open reduction internal fixation and revision of the femoral head and stem approximately six weeks post-implantation. During the revision procedure, metallosis fluid was irrigated from the joint, and torn abductor muscles were repaired. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in canada d10: associated product information, part (lot): -00620005020(62473746). -00625006530(63296120n). -00625006530(63296120n). -00631005032(63209510). -00801803203(63289255) . The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.